Manufacturer narrative:
(B)(4). The affected device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and functionally tested (clear passage, pressure and functional clamp tests) and performed within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type catheter extension set leaked. It is unknown at what step of the process this occurred or if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.